Event description:
A cartridge alarm 20 was reported while the device was pumping. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Customer technical support confirmed consecutive cartridge alarms and decided to replace the pump, although the pump was out of warranty. The customer was referred to renewals/sales for further assistance.